Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up, down, and okay buttons were intermittently unresponsive and required hard, multiple presses. The reporter stated that the keypad came off the pump entirely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:the keypad was found to be missing. Evaluation revealed that the contrast keypad button was unresponsive and the up button was intermittently responsive. There was evidence of keypad contamination under all key contacts. The contrast button key contact was missing. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.